Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned stapler revealed clear signs of use in the form of biological material on the device. The staples appear to be properly aligned. The stapler was returned with 33 staples left in the cover block indicating that at least 2 staple were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon full engagement of the trigger, the first staple was unable to properly form. The sample was disassembled to inspect the internal components. It was found that the pawl was spun out of position and the cover block was partially detached from the trigger which prevented the staples from forming properly. Upon repositioning of the pawl and reattachment of the cover block to the trigger, 5 staples were fired, and they were all able to form and release properly. To simulate insertion into the skin, the remaining staples were fired into the skin. The first staple did not form correctly. The remaining staples fired into the skin pad with no issues. It could not be determined how or when the pawl spun out of position and the cover block became partially detached from the trigger. Die casting anomalies were discovered on the forming tool of the returned sample. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in.". The reported complaint was confirmed based upon the sample received. On the first attempt, the device fired a partially formed staples. The stapler was disassembled, the pawl was found to be out of position and the cover block was detached from the trigger. Once the position was corrected and the cover block was reattached, the staples were able to form and fire properly with one misfire on the 6th staple. It could not be determined how or when the pawl got out of position and the cover block detached. Die casting anomalies on the forming tool were also discovered. No other defects or anomalies were observed. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that the pawl was out of position when it left the manufacturing site. Since it could not be determined exactly when or how the pawl got spun out of position, the root cause of this complaint issue is undetermined. A non-conformance was opened by the manufacturing site to further investigate the issue of visistat staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staples were found jamming prior to use on the patient". No patient involvement.